Event description:
The dental implant fx4514swc was removed on (B)(6) 2018 due to failure to osseointegrate 4 months and 11 days after implantation. The patient has history of hypertension. The doctor noted bone resorption during explantation. The patient has recovered without complications.